Event description:
It was reported that the pump "ripped loose" just few days after implant and the "pump surgery had been done wrong thrice". When the pump became loose a second time it was replaced in a different area. Per the reporter physician put the pump in the wrong area. Pt suffered from infection and shingles. Pt also had some grogginess "quite a bit" but thought it may be due to not sleeping. Pt had since then changed doctors and "things are going better". Currently the pump was too close to the ribcage and pinching the groin. Pt was to visit the doctor.

Manufacturer narrative:
(B)(4).